Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert. It was noted that the atrial lead exhibited noise oversensing causing inappropriate ams events. The noise was potentially musculoskeletal or emi in origin. Measurements were otherwise normal. The patient will continue to be monitored. No patient symptoms.